Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was trying to change his reservoir and while trying to do a manual prime, he received a loading incomplete message. The customer¿s blood glucose was 18 mmol/l. After receiving the message, he said the pump kept trying to push insulin, would not stop and that insulin was squirting out of the pump. Troubleshooting was performed. The customer said that he did all of the steps and believes that he followed all of the steps and did not make any mistakes. The insulin pump is being returned for analysis.

Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump primed properly and no unexpected loading incomplete alarm noted during testing. The pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.